Event description:
Information received with return of the explanted device notes that the device was found in to be in back-up mode and there was no output. There were no consequences to the patient.